Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the titanium adapter which resulted in leak. This was further described as, the home patient (hp) was sitting at home not doing the therapy when the hp¿s shirt was noted to be wet and the hp saw the transfer set was disconnected. As a result, the hp reconnected the transfer set and went to the clinic where a new transfer set was applied. The titanium adapter remained in use. This occurred in between infusions for peritoneal dialysis (pd) therapy. This was a newly applied transfer set as it had just been placed on the patient two days prior to the event. There was no patient injury, however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak, clear passage, and clamp function tested, with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.